Manufacturer narrative:
The pt's medications include the following: aspirin, ticlopidine hydrochloride and heparin. Please note: this foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2007-001167 and 9616099-2007-01168. Additional info will be submitted upon 30 days of receipt.

Event description:
During an eight month f/u a coronary angiogram was conducted and there were no issued noted. Approx a year and three months post index the pt developed an acute myocardial infarction. A coronary angiogram was conducted and a stent fracture was observed proximal and distal to the overlapping portion. Thrombus was observed at the overlapping portion. A 3.5 x 16 mm liberte bare metal stent was implanted at 15 atms for 30 seconds to treat the thrombus and the fracture. The pt had a target lesion in the proximal right coronary artery. The vessel was type c, de-novo, calcified and totally occluded. The lesion length was 40 mm and vessel diameter was 3.5 mm. In 2006, the pt went in for an elective case. The lesion was pre-dilated with a 3.0 x 20 mm balloon at 14 atms for 20 seconds. A 3.0 x 33 mm cypher stent was implanted at 16 atms for 20 seconds. Then a 3.5 x 23 mm cypher stent was implanted at 16 atms for 30 seconds proximal to the first cypher stent. The two stents were overlapping each other. Post-dilation was conducted with a 3.0 x 20 mm balloon at 16 atms for 20 seconds. The residual percentage of stenosis was 0 and timi flow pre procedure was 0 and 3 post procedure. The physician commented that the thrombotic event was possibly due to the stent fracture and that the stent fracture was possibly due to the position of hinge motion.